Manufacturer narrative:
Unable to determine the cause of the customer's report that the secondary backed up into the primary. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Pharmacist reported that a secondary infusion of cisplatin backed up into the primary bag. This was confirmed by internal testing of the contents of the normal saline primary bag. The tubing was discarded. There was no report of patient harm or medical intervention. No further patient/event information is available.